Event description:
An emergent patient needed to be rewarmed with warm IV fluid and when the ed team obtained the hotline fluid warmer the fluid reservoir needed to be filled. The team filled it but it did result in delay of rewarming and added to chaos of an already chaotic event.